Manufacturer narrative:
Eval summary; the cement and mixer were not returned for review. Specific conditions relating to the storage of the bone cement as well as surgical suite conditions that may affect the workability time of the bone cement were not provided. The complaint history was reviewed and no add'l complaints from this lot were received. Complaints will continue to be monitored to identify any adverse trends. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: the mfg records of the bone cement were reviewed and found to be conforming indicating that it was manufactured to spec.

Event description:
It is reported that the cement hardened too quickly, which caused a delay in surgery or over two hours.